Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during compounding 1 mini spike was found with a particle in the spike tip. The fentanyl vial had been spiked and drained and when changed the particle was found. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and three photographs were provided for evaluation. Upon visual inspection of the returned sample, it was identified that a foreign substance was observed inside of the vented piercing pin. The photographs did not confirm any particulates due to the particulates being small on the returned devices. The reported concern was confirmed. Based on the investigation, the root cause was unable to be determined. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.